Event description:
The customer reported the probe on the ortho provue analyzer leaked fluid, which resulted in contamination of the reagents on board. The customer also indicated that the dilution cup overflowed. The customer aborted testing and discarded all the contaminated reagents; no erroneous results were reported. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood. The user detected the issue, preventing erroneous results from being reported.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer went to the customer site and determined that the pressure was out of specification. Incorrect pressure and/or vacuum in the fluidics system can lead the probe to drip. The fe replaced the pressure regulator and performed the appropriate adjustments and repairs to return the instrument to expected operations. This customer has not logged any complaints against this analyzer since this incident.